Event description:
Customer reported a no delivery alarm during a manual prime. The customer's blood glucose was 290 mg/dl. Troubleshooting found the plunger was not pushing insulin through the tubing. The result was that insulin was not able to exit. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.